Manufacturer narrative:
The customer¿s report of an overinfusion of propofol was not confirmed. The pcu event log was not provided. Analysis of the pump module event log shows that the module was programmed to run at 8.1ml/hr with a vtbi of 80ml at 3:06 am on (B)(6) 2018. At 3:22 am, the user changed the rate to 13.5ml/hr. At 4:44 am, the user changed the rate to 10.8ml/hr. At 5:45 am, the user changed the rate to 8.1ml/hr. At 8:57 am, the user changed the rate to 5.4ml/hr. At 9:08 am, the user changed the rate to 2.7ml/hr. At 9:13 am, the user channeled the device off. Approximately 58.474ml would have infused during this period. The root cause of the customer¿s report of an overinfusion of propofol was not identified. No device or disposable set was returned for investigation.

Event description:
The customer reported that the rn was initiating a propofol infusion; the tubing was inserted into the pump channel with the door closed and the channel off. It was noticed that the patient's blood pressure was dropping markedly lower compared to previous monitoring. It was initially thought that only normal saline was infusing via a different module but when assessing the patient's infusions, it was found that the propofol was dripping at a fast rate and the bottle was approximately 1/2 empty. The propofol was immediately disconnected from the patient and the blood pressure recovered to an acceptable level within minutes. The nurses later stated that they did not observe any problems with how the IV tubing set had been loaded into the pump channel. There was no report of lasting harm to the patient.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the rn was initiating a propofol infusion; the tubing was inserted into the pump channel with the door closed and the channel off. It was noticed that the patient's blood pressure was dropping markedly lower compared to previous monitoring. It was initially thought that only normal saline was infusing via a different module but when assessing the patient's infusions, it was found that the propofol was dripping at a fast rate and the bottle was approximately 1/2 empty. The propofol was immediately disconnected from the patient and the blood pressure recovered to an acceptable level within minutes. The nurses later stated that they did not observe any problems with how the IV tubing set had been loaded into the pump channel. There was no report of lasting harm to the patient.